Event description:
It was reported that during a cruciate ligament reconstruction surgery, the product broke. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
One 7207674 sterile biorci ha 7x25mm screw used for treatment, was returned for evaluation. Dimensional inspection confirmed that this was a 7x25mm product. The implant was returned in multiple fragments and quite torque fractured. It was difficult to confirm whether the entire implant was returned. The largest portion was a 15mm section. Portions were chewed up. There were stress marks at the head and on the body. There were burnished threads. The physical condition indicates difficult insertion attempt, contact with another instrument or device and torque placed upon the implant. Complaint search revealed one other complaint for the history of this production lot. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.